Event description:
It was reported that the insulin pump alarmed during the manual prime. The drive support cap was noted to be slightly unleveled, and more recessed from one side. Customer's current blood glucose reading is 189 mg/dl. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed a33 during basic occlusion test due to loose/protruded drive support disk. A47 alarms were found at the alarm history file. A47 alarms due to a corrupted history file. Minor scratched lcd window noted.